Event description:
It was reported that during a laparoscopic cholecystectomy, foreign matters were found inside the two packages before the packages were opened. Also, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.